Event description:
It was reported that the dermatome only took small pieces of tissue at a time. No injury or adverse consequences were reported as a result of this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the device did not meet calibration specs and was uneven from side to side. It was noted that the rpms and blade placement did meet specs. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.